Event description:
It was reported that, during implant of this inflatable penile prosthesis (ipp), the physician determined that the device was not inflating or deflating properly. The deflation had to be forced and the physician decided to open and implant a new ipp. There were no patient complications, and the procedure was completed successfully.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the cylinders and pump were thoroughly analyzed. The cylinders and pump were microscopically and visually inspected, as well as leak tested. There were no abnormalities identified with the cylinders and pump and both components passed leak testing. Additionally, the pump was functionally tested and passed. Based on the available information, the reported allegations were unable to be confirmed.

Event description:
It was reported that, during implant of this inflatable penile prosthesis (ipp), the physician determined that the device was not inflating or deflating properly. The deflation had to be forced and the physician decided to open and implant a new ipp. There were no patient complications, and the procedure was completed successfully.